Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture discovered during surgery. Patient reported a left side exchange from textured to smooth implants due to the patient's concern with the product and pain. Patient representative reported patient underwent ¿removal of recalled implant, medical costs for implantation and removal of recalled product, medical costs of future medical monitoring,¿ ¿mental anguish¿ and ¿pain.¿ patient representative also reported patient ¿suffered personal injuries and related damages¿ and ¿suffering;¿ these events are not related to the device. Device was explanted. This record is for the left side.